Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's wife reported they have been called into the clinic three different times due to a suspected, unknown issue with the right ventricular (rv) lead. The patient's wife stated that the previous time they were asked to come into the clinic, the patient ended up undergoing a revision procedure where the setscrews on another manufacturer's device were tightened, which was suppose to have resolved the unspecified issue. However, they were being called into the clinic again for a suspected lead issue. Boston scientific technical services (ts) referred the patient's wife back to the physician and suggested that the clinic call ts for troubleshooting. The field representative noted he was not contacted regarding the previous procedure and was unable to find out any further information from the clinic. At this time the rv lead and another manufacturer's device remain in service and no additional adverse patient effects were reported.